Event description:
As reported, during placement, the coil was unintentionally detached in the microcatheter. The pusher of the coil was withdrawn, and a guidewire was inserted. Using the guidewire, the implant was placed without problems. Subsequently, additional coils were used, and the procedure was completed successfully. There was no reported impact or harm to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported device is not expected to be returned to microvention for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.